Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube the stopper was the incorrect color. The following information was provided by the initial reporter. The customer stated: "before use, the stopper was found to be the color red."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-17. H6: investigation summary bd received one sample and one photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective stopper molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. H3 other text : see h10.

Event description:
It was reported before use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube the stopper was the incorrect color. The following information was provided by the initial reporter. The customer stated: "before use, the stopper was found to be the color red."